Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, which was confirmed by technical support. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advising the customer to use their current pump and an alternate method if necessary, until the replacement arrives. The new pump will have updated software, which the customer acknowledged. Instructions were provided for storing and returning the faulty pump, and the customer was informed of the need to program their settings into the replacement pump.